Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of damage to the battery compartment or cap. Allegedly, there was no power to the pump with the same battery, after it was removed due to the pump being hot. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device analysis: the device was returned to the manufacturer and investigation completed 30-may-2019 with the following findings: review of the black box data revealed that there were no records of a "no power" issue recorded. On investigation, the pump powered on normally using the returned battery, which was intact and without damage. The pump was exercised for 12 hours without an interruption in power. There was no damage, defect or contamination of the pump's interior components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Also unrelated to the original complaint, the display screen was noted to be dim/discolored.